Event description:
On 08 may senseonics was made aware of an incident where user reported unsuccessful removal attempt of the sensor on (B)(6) 2025. A second removal attempt was also done on (B)(6) 2025, which was also unsuccessful. Sensor was palpable before the incision. Transmitter wasn't used to localize the sensor. Ultrasound was used to localize the sensor.the sensor was successfully removed on the third removal attempt on (B)(6) 2025.

Manufacturer narrative:
Inability or difficulty to remove sensor during first attempt is a known and anticipated potential risk and eversense e3 user guide mentions about it under "risks and side effects". For this incident, it was reported that hcp was unable to remove the sensor on the first attempt made on (B)(6) 2025. A second removal attempt was also done on (B)(6) 2025, which was also unsuccessful.the sensor was palpable before the incision. Transmitter wasn't used to localize the sensor. Ultrasound was used to localize the sensor. The sensor was successfully removed on the third removal attempt on (B)(6) 2025. As per (B)(6), user is not using the system as no new sensor was inserted.

Manufacturer narrative:
D2b.corrected from sba to qhj.